Event description:
It was reported that the atrial and ventricular leads had low pacing impedance. The leads were programmed to unipolar and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524-53, implantable pacing lead, (B)(6) 1997. A 7960ib, implantable pulse generator, (B)(6) 1997.(B)(4).